Event description:
As part of the olympus 522 post market surveillance study for the the evis exera iii duodenovideoscope, the oer-pro endoscope reprocessor final rinse water was microbiologically cultured and tested positive for seventy-five (75) colony forming units (cfus) of microorganisms. The following organisms were detected; blastomonas natatoria, blastomonas ursincola, sphingomonas ursincola, and acidovorax delafieldii. The oer-pro was tested before use for reprocessing the scope. No patient injury reported. The filters on the reprocessor were replaced and the self-disinfection cycle was run by the facility/olympus per the instructions for use before a second microbiological culture was performed. The second rinse water sample tested negative for microorganisms.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No similar complaint was raised with the same/similar model device in the past at this facility. A similar complaint from another facility was patient identifier (B)(6). The root cause of the issue could not be conclusively specified. The relation between the subject equipment and the event from the following investigation results. ·no additional information was provided on reprocessing steps. ·results of the culture test were performed at a third-party lab. ·replaced oer-pro filters and conducted self-disinfection before performing second microbiological test, which was negative. Since the equipment was not returned, no confirmation was established whether the device had a defect or not. The instructions for use (IFU) provides the following guidelines: chapter 3,¿inspection before use¿, preclean the endoscope and put it through the reprocessing process again from the beginning. If bacteria are detected again in the next culture test, contact olympus.